Event description:
It was reported that a revision surgery was performed because the device fractured.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, several attempts have been made to obtain clinical/medical records to no avail at this time. The communications will come through the legal department. This task will be closed, until the records are made available, at which time the clinical/medical investigation will resume. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.